Event description:
The graft was preclotted for implantation in a carotid artery bypass procedure. The graft bled through the wall as though it had not been preclotted (so much that dr had to explant the graft.